Event description:
Healthcare professional reported via jopbs "rupture¿, ¿breast cancer¿, ¿capsular contracture grade unknown¿, ¿phyllodes tumor¿ and "intraoperative findings in all cases were intracapsular breakage". "Breast cancer" and "phyllodes tumor" are not device related. This record is for unknown side. Device was explanted.

Manufacturer narrative:
Continued e.1 phone number: (B)(6). The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade unknown.